Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated magnesium result generated on the architect c8000 processing module for 1 sample. The following data was provided (normal range: 0.65 to 1.05 mmol/l): 09mar2020 sid p5091588 initial result = 2.63 mmol/l, repeat = 0.79 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
A review of tickets was performed for lot number 33532un19. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the magnesium assay for lot 33532un19 was identified.